Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe would not cut, even by slowing down the speed to 5000 cuts per minute (cpm) during vitrectomy surgery. The procedure was completed on same day after the second replacement. There was no impact to the patient.